Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a reddish material and a hole in the pebax component. Initially, it was reported that before ablation was conducted, the contact force was about 10g, but the contact force exceeded 100g during ablation. The cable was replaced but the issue continued. The issue was resolved by replacing the stsf catheter to a new one. The procedure was completed without patient consequence. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and a reddish material and a hole were observed in the pebax component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2023.

Manufacturer narrative:
E 1. Initial reporter phone :(B)(6). The biosense webster, inc. Product analysis lab received the device on 11-may-2023. The device evaluation was completed on (B)(6) 2023. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual inspection revealed a reddish material and a hole were observed in the pebax component. A screening test was performed, and the device was recognized correctly; however, high force was observed. A manufacturing record evaluation was performed for the finished device [30991754l] number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The root cause of the hole on the pebax cannot be determined. The high force observed could be related to the reddish material found in the pebax. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).